Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, mc1vr01-delsys / expiration date: 14-may-2021 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation: no, device mfg date: 28-nov-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant the leadless implantable pulse generator (ipg) dislodged during the tug and pull test. The leadless ipg could not be retrieved and then the tether broke. The leadless ipg was not used and was replaced with a transvenous system. No patient complications have been reported as a result of this event.